Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt returned to the operating room for a heart transplant. After opening the chest he observed the bend relief on the outflow graft was completely detached. The pt did not have any issues prior to the transplant according to the vad coordinator.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2915696-2/24/12-001-c) was sent to customers. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.